Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that while an mr290vx vented autofeed humidification chamber was being used on a patient, a medical staff attempted to open the spike vent causing the cap to break off and water to spill onto the floor. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Method: the complaint mr290vx chamber was returned to fph in (B)(4) without the vent assembled to the spike. The chamber was visually inspected. Results: no other physical damage was noted with the returned device. A lot check revealed no other complaint of this nature for lot number 110711. Conclusion: the reported fault could not be replicated as the returned chamber had no vent assembled to the spike. We are, therefore, unable to determine the root cause of the reported fault. The user instructions which accompany the mr290 chamber state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A (B)(6) reported to a fisher & paykel healthcare (fph) field representative that while an (B)(4) vented autofeed humidification chamber was being used on a patient, a medical staff attempted to open the spike vent causing the cap to break off and water to spill onto the floor. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4).the complaint (B)(4) vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.